Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component catalog#: 00576401552, lot#: 63892721. Stemmed nonaugmentable tibial component catalog#: 00598603702, lot#: 64021330. Articular surface catalog#: 00596403210, lot#: 63885747. Unk cement catalog#: unk, lot#: unk. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a large blister was noted medially to the patella and a small blister on the medial aspect of the incision, after removal of the post-operative dressing. Eight days post implantation, the joint displayed increased warmth and tenderness medially and was prescribed antibiotics as there was a concern for an early infection. Attempts to obtain additional information have been made; however, no more is available.